Event description:
It was reported that balloon burst occurred. The 85% stenosed target lesion was located in the mildly tortuous and non-calcified central vein. A 14-4/5.8/75 xxl balloon catheter was advanced for dilation. However, it was noted that the balloon burst during the first inflation before the rated burst pressure. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).